Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system underwent a full system explant due to infection. The crt-d including right ventricular (rv) and left ventricular (lv) leads were explanted. The patient was provided with an external device while the infection was treated with antibiotic medications. No additional adverse patient effects were reported.

Manufacturer narrative:
It was reported that this product was part of a system revision due to infection. There were no additional adverse patient effects reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system underwent a full system explant due to infection. The crt-d including right ventricular (rv) and left ventricular (lv) leads were explanted. The patient was provided with an external device while the infection was treated with antibiotic medications. No additional adverse patient effects were reported.